Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail, which is in line with the side rail condition. According to the instruction for use for citadel bed (IFU, 830.213-en rev.14): "check operation of the safety sides daily." Arjo device failed to meet its specification when the safety side was detached from the mounting point. The device was not used for the patient's treatment when the event occurred. The complaint was assessed as reportable due to the allegation that the safety side was detached from the frame (screws were partially ripped off). No injury was claimed.

Event description:
It was claimed by a customer that the safety sides were broken and had electrical problems. There was no indication regarding the patient involvement. No injury was claimed. It was established that one of the safety sides was detached from the frame, and the screws attaching the panel to the frame were partially ripped off. The second replaced safety side had an electrical problem- the issue is not considered safety-related.